Event description:
Event description boston scientific received information that this right ventricular lead was explanted due to high threshold measurements and low impedance measurements. This pacemaker was also explanted, as it is included in the insignia failure mode 1 advisory population described in the physician communication on september 22, 2005. The patient also reported that her lung was cut during the procedure, which required a tube be implanted for several days as well as many x-rays. Another pacemaker and right ventricular lead were successfully implanted during the procedure. No adverse patient effects were reported.